Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 50 mg/dl and high blood glucose levels. The customer was treated lows with apple juice and was advised to treat and/contact the healthcare professional's recommendation.. Customer¿s blood glucose level was 50 mg/dl and was also reported that she received a low alert of 59 mg/dl. Customer declined to troubleshoot for low and high readings. Customer reported she had experienced two calibration not accepted alerts and is trying to get back into auto basal. Troubleshoot performed for auto mode and calibration not accepted. The product was not returned for analysis.